Event description:
It was reported that during the procedure, a 2.5x18 xience v rx stent delivery system (sds) was advanced and positioned in a lesion in the left anterior descending coronary artery. An attempt was made to inflate the xience sds balloon to deploy the stent, using a non-abbott inflation device, however the balloon did not inflate. The xience sds was withdrawn and it was noted that the shaft appeared to be bent. Another 2.5x18 xience sds and another unspecified inflation device was used to complete the procedure. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.